Event description:
It was reported that the customer was hospitalized due to blood glucose levels close to 400 mg/dl. It was stated that the customer experienced dry mouth, extreme thirst and a tooth ache. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. The insulin pump passed the high pressure test. However, the doctor felt that the insulin pump was not delivering insulin or recording the boluses properly. The doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.